Manufacturer narrative:
Analysis was able to confirm the customer comment of a broken ventricular output connector on the external pulse generator (epg). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the v (ventricular) connector on the external pulse generator (epg) was damaged. The epg was returned for repair. There was no patient involvement.